Manufacturer narrative:
H6: investigation summary: customer reported an issue on a bd bactec fx top instrument (p/n 441385, s/n (B)(6). Customer indicated about the false positives. A bd field service engineer (fse) was dispatched and replaced racks a&b i.e., (pn# 444531 - bactec fx rack assy spare), (pn# 444876 - shorting pcb assy bfx spare (set of 10)) and installed shorting pins. The instrument is deemed functional and handed over to the customer for use. This is a confirmed failure of the bd product. Review of the device history record is not needed due to the age of the instrument. Service history record review revealed no previous complaints for this issue. Bd quality did not receive any returned parts or instrument for investigation. The root cause was rack failure. No new risks or hazards. No new trends after taking the unconfirmed complaints into account. CAPA (corrective and preventive action) 1233452 was recently implemented for false positives. Bd quality will continue to closely monitor for trends associated with this failure. H3 other text : see h10.

Event description:
It was reported while using bd bactec¿ fx, instrument top, packaged, false positive results were obtained in drawer a and drawer b. Confirmatory gram stain was performed. Results were not reported. There was no report of patient impact. The following information was provided by the initial reporter: customer reporting for the past few weeks they have been seeing false positives. He gram stains with no organism found and subcultures. False positive results were not reported to doctors. One was in drawer a and one from drawer d. He did not have any information for previous false positives.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd bactec¿ fx, instrument top, packaged, false positive results were obtained in drawer a and drawer b. Confirmatory gram stain was performed. Results were not reported. There was no report of patient impact. The following information was provided by the initial reporter: customer reporting for the past few weeks they have been seeing false positives. He gram stains with no organism found and subcultures. False positive results were not reported to doctors. One was in drawer a and one from drawer d. He did not have any information for previous false positives.